Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient had a rash and chronic skincare problem approximately for 3 years (since 2017) on and off. It was stated that, product did not cause the alleged harm, only revealed that the end user had been having generalized skin issues over the trunk and in the inguinal bilateral areas. The caregiver initially called to discuss about any changes in the adhesive. There was no report of any leakage around the stoma, per the caregiver. The average wear time was 4 days but now it was requiring to be changed more frequently due to bath (every day to every other day). The end user had ongoing generalized possible outbreak of fungal or cellulitic infections over last 2 years. He had been treated with unknown creams and most recently with desenex over the counter (otc) powder in his general torso, inguinal folds and under the skin barrier. Reportedly, he had been on antibiotics off and on over the past few years. The patient continued to use the product. He has a skin fold near the stoma at 3 o'clock position. No photo is available at this time. On (B)(6) 2020, he had seen a healthcare professional and cephalexin 500mg po tid for 10 days was ordered. Currently, the rash was clearing up, he was still on the antibiotics and was getting cream applied to his groin and stomach area.